Event description:
It was reported that the pump exhibited a travel reverse, clutch, and plunger error. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Email is: regulatory.(B)(6).

Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found the tamper seal to be broken, chipped top case, damaged bottom case, and a missing battery. The event history log revealed a travel course reverse', and a ?check clutch/plunger lever error'. A flow test was conducted for functional testing. Upon review, the reported problem was duplicated. It was determined that the root cause was because the position pot was not plugged into the main board. The position pot was connected to the main board. The service history review identified no indication that the complaint was related to a service of the device within the review period. D3, g1,g2 email is: regulatory.responses@icumed.com.